Event description:
Contaminated male catheters. Specifically: "gc glide hydrophilic intermittent urinary catheters" manufactured "for" > convatec inc, greensboro nc27409 website > www.gentlecath.com these "sterile" catheters are covered with small particles of a white substance too small to be seen by the naked eye, but which accumulate as the catheter is inserted. The substance is white in color; it appears to be particles of the white glue used to seal the sterile packaging envelopes around the individual catheter. There is so much excessive glue involved that some of the protective packaging cannot be opened except with scissors. Many of the catheters are glued into the packaging sleeve and cannot be extracted therefrom without strong exertion. There is no country of manufacture indicated on the packaging. However, it appears to be china, a fact which honestly disclosed will result on general market avoidance of the product, a huge loss in sales. The selling distributor of the catheters, (B)(4) is indifferent to these contaminated catheters which they sell as medically sterile for internal use.